Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Customer's blood glucose was 37 mg/dl. Customer treated their low blood glucose with glucose tablet. Pump will need to replace. Customer will not return the insulin pump for analysis.